Event description:
The wife of a (B)(6) male pt, contacted zoll customer support to report that the pt's device began emitting a high pitch sound and then the screen went blank. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (screen blank) has been confirmed. As received, the monitor would not power up. Upon eval, contamination was discovered on the jtag table board. The cause for the blank screen and failure to power up was shorted power lines. The cause for the electrical short circuits was contamination on the jtag table board. The root cause for the contaminated board cannot be positively determined but was likely liquid ingress. No adverse event resulted from the shorted circuits. The pt was issued a replacement monitor.